Manufacturer narrative:
The right ventricular lead was successfully repositioned and remains in service. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that one week post implant, this right ventricular defibrillation lead exhibited increased pacing thresholds and low sensing due to dislodgement from its original position. The patient was not pacemaker dependent and experienced no adverse effects. A revision procedure was performed and the lead was successfully repositioned with normal measurements. No additional adverse patient effects were reported.